Event description:
The patient was having occasional shocking sensations in the pacemaker area. During re-intervention the leads were assessed and checked out fine. Since the device was near eri, the physician chose to explant the pacemaker and an analysis was requested.

Event description:
The patient was having occasional shocking sensations in the pacemaker area. During re-intervention, the leads were assessed and checked out fine. Since the device was near eri, the physician chose to explant the pacemaker and an analysis was requested.

Manufacturer narrative:
The analysis from the manufacturer is pending.

Manufacturer narrative:
(Other): patient complained of a shocking sensation in the pacemaker area. Pacemaker was nearing eri (elective replacement indicator). The analysis from the manufacturer is pending.